Event description:
It was reported the cardio thoracic surgeon trimmed the end of the catheter while performing surgery on the heart. The catheter was cut after placement, not prior to placement. There was "an unusual white rubber piece noted in one of the lumens, which was adherent within the catheter". The customer reported the surgeon trims the tip of the catheter because "the end is near the site of surgical repair in the heart and they don't want healing impaired. When the catheter is too long it's near the surgical site and in the field of surgery making it difficult to work around". The patient's current condition was unknown. It was reported "no immediate harms reported".

Manufacturer narrative:
Qn#(B)(4). The customer report of foreign material inside the catheter was not able to be confirmed by visual inspection of the customer supplied photo. The customer provided one photo showing a catheter for analysis; a white substance was observed inside the catheter; however, the substance was identified during use, and it cannot be confirmed if this was a foreign material that was present prior to use without the sample returned for analysis. The IFU provided with the kit informs the user, "aspirate, then flush catheter lumen using 10 ml syringe or larger filled with sterile normal saline". A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the cardio thoracic surgeon trimmed the end of the catheter while performing surgery on the heart. The catheter was cut after placement, not prior to placement. There was "an unusual white rubber piece noted in one of the lumens, which was adherent within the catheter". The customer reported the surgeon trims the tip of the catheter because "the end is near the site of surgical repair in the heart and they don't want healing impaired. When the catheter is too long it's near the surgical site and in the field of surgery making it difficult to work around". The patient's current condition was unknown. It was reported "no immediate harms reported".

Manufacturer narrative:
(B)(4).